Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic hernia procedure, knot suture broke whilst inside patient, new one opened and used. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the sw100 device was received in good visual condition without a cartridge loaded. In an attempt to replicate the reported incident, the device was tested for functionality with a test cartridge. Upon functional testing of the device, it was examined and was found to be functional. The device was then reloaded with a test cartridge, cycled, fired, and properly formed the knot. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.